Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown mg/dl. The customer reported the alarm was resolved by a complete set change.the customer is unable to troubleshoot because after changing infusion set and changing battery once the customer would like to return the set and reservoir for analysis. The customer reported that alarm occur during manual prime. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer was advised we would send cot pump.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir, inspected the snap cap and septum for anomalies none were found. Performed occlusion test by filling the reservoir with diluent, connecting to a new infusion set and installing into a medtronic 5 series insulin pump; performed a manual prime, fluid flowed through the infusion set and out of the catheter tip, conclusion the reservoir is not occluded.